Manufacturer narrative:
It was reported that the ventilator failed internal leakage test with a message 'system volume too large' during pre-use check. In conversation with the customer the technician was later informed that clinical support was able to identify that the issue was operator error. The operator were running the puc test with a long tube and not the getinge supplied crossover tube. After swithing to the correct puc test tube the ventilator passes puc every time.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test with a message 'system volume too large' during pre-use check. There was no patient¿involvement. Manufacturer's ref. #: (B)(4).